Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 387 mg/dl. It was stated that the customer was also in a car accident prior to the event. The customer experienced vomiting, stomach and chest pain. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The mother later called stating that the customer's blood glucose levels elevated as soon as she was put back on the insulin pump. The mother and nurse both feel that the insulin pump would be replaced. Nothing further was reported.